Event description:
The customer's son called to get assistance in priming the insulin pump. The son was provided with step by step instructions, but the customer had problems with the insertion. The son stated that he would be taking the customer to the hospital. The customer did not know the customer's blood glucose reading at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.